Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The head of sterilization department stated to our sales rep that the device clamped during fixation of the nail.